Event description:
It was reported to physio-control that the customer's device failed its user test. Upon evaluation of the device by a third-party service agent it was observed that the device's biphasic pcb assembly had shorted and that the device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. It was observed that the biphasic pcb assembly had shorted. The third-party service agent then replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.